Event description:
Event description boston scientific received information that pre-implant, this implantable cardioverter defibrillator (ICD) exhibited a monitoring voltage of 2.99 v and the box voltage was 3.25 v. ,